Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported, the customer was hospitalized in 2011 for diabetes ketoacidosis. Customer also reported receiving a compromised force sensor system alarm. It was also found insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap was sticking out. The customer stated they did not press on the cap while connected. Customer's blood glucose was 189 mg/dl at the time of the call. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.